Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the acid pump because it was leaking. The leak was contained in the drip tray. The cse repaired the reagent probe 2 wash port. The cse repaired the 2-way valve because the bowl was dirty and was not operating correctly. The cse found reagent probe 1 tubing was leaking at the dispense port and replaced it. The cse fixed the sample probe's vertical move because the pulley was loose on the shaft. The cse ran quality controls (qc), resulting within specifications. The cause of the discordant, falsely elevated tni_ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin (tni-ultra) results were obtained on two patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. No results were released. There are no known reports of adverse health consequences due to the discordant, falsely elevated tni-ultra results.